Event description:
It was reported that when the user attempted to load the third clip it got broken with a clicking sound during a surgery. It was unknown whether the clip had already been broken or there was a problem in loading, so that the user would like us to investigate.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with one intact clip remaining. One loose clip was also returned broken in half at the hinge. The loose clip appeared used as there was biological material observed on the sample. The lidstock was also returned with the sample. Functional inspection was performed on the returned intact clip. Using a lab inventory clip applier, the intact clip was able to properly load into the jaws of the applier and successfully fired onto over-stressed surgical tubing. No defects or anomalies were observed. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - info not provided" was confirmed based upon the sample received. One cartridge was returned with an intact clip and a loose clip was also returned. The loose clip was broken in half at the hinge. Upon functional inspection, the intact clip was properly loaded into lab appliers and successfully fired onto over-stressed surgical tubing. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73e1900224. Was manufactured investigation did not show issues related to the complaint.

Event description:
It was reported that when the user attempted to load the third clip it got broken with a clicking sound during a surgery. It was unknown whether the clip had already been broken or there was a problem in loading, so that the user would like us to investigate.